Event description:
During an ide procedure there was an "a.e.". Three different catheters/curves were used. At the end of the procedure mitral valve leaflet. Patient was anticoagulated. The prognosis for the patient is excellent.